Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. The patient had staphylococcus aureus methicillin-susceptible (sams). However, during removal procedure, the helix mechanism was not retracted manually. The lead was transected with a sheath and a locking stylet to completely remove the lead with a very heavy fibrosis. The rv lead was explanted. No additional adverse patient effects were reported.